Manufacturer narrative:
Event date estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the a common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, after the sutures of the proglide device achieved hemostasis, the suture trimmer ¿hang up¿ in the vessel and was difficult to remove. The suture trimmer was pulled out with no vessel damage. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.